Event description:
A sales rep reported that a male pt underwent surgery on 10/29/97 to explant 2 spine system screws (catalog #sw830t) which had fractured. The spine system hardware was initially implanted in 5/97. The fractured screws, located at l5-s1, were noted on a recent x-ray. The pt had no complications after the explant surgery. The surgeon noted that the desired fusion had been achieved. The screws are being returned to the MFR for eval. The malfunction is occurring below the frequency and severity that are usual for this device.